Manufacturer narrative:
The astral 150 device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusions are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral 150 device had a total power failure. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral 150 device had a total power failure. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed the occurrence of system fault 74 related to the software. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the system fault 74 was a software issue. The root cause of the total power failure was an isolated component failure within the device battery assembly. Resmed reference #: (B)(4).